Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: russian fed. It was reported that the needle is permanently tearing from the thread.

Manufacturer narrative:
Samples received: 640 unopened racepacks. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received 640 closed samples for analysis. We have tested the needle attachment of the samples received and the results fulfil the requirements: 0.30 kgf in average and 0.15 kgf in minimum (requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.